Event description:
Had significant itching around freestyle libre 14 day diabetes cgm sensor about week after applied to arm. This was the 3-5th sensor used. Thought itching was due to bug bites near applied sensor, but when sensor removed on day 14, had significant blistering and weeping of area under sensor that was in direct contact with adhesive of sensor. I do have photos of my arm immediately post removal of the device, and for each of the 4-5 days following. No longer have sensor box for serial number, but do have actual sensor saved. Been over a week since removal. Scab that formed post removal has now some off. Will likely have significant scar where it had been applied. Just called and reported to abbott. A bit concerned as they are sending me a replacement sensor and suggested that I use skin tac as barrier on my arm before application of another sensor. Although I'm really bummed as the sensor has been a great diabetes management tool, I'm a bit concerned by this "advice" and hesitant to apply another sensor until an alternate adhesive formulation is available for trial. FDA safety report (B)(4).